Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was admitted to the hospital due to high blood glucose on (B)(6) 2020 with blood glucose of over 30 mmol/l and they alleged insulin pump was under delivering insulin due to customer tried to double insulin dose but still blood glucose not came down. Customer had contacted their healthcare professional regarding high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Drive support cap was normal. Customer was admitted to hospital for 21 days. The reservoir will not be returned for analysis.